Manufacturer narrative:
(B)(4). One unit was received for analysis. The unit was returned to the plant containing approximately 73 ml of fluid in its bladder. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was subsequently performed by removing the luer cap from the unit¿s distal luer. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device was filled with fluorouracil. The reporter stated that four days after the start of infusion, the volume indicator was at the second progress line. The next day, the indicator was still at the second progress line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.